Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer says the user says the chair shuts off when hitting a bump. MDR filed.